Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00840. Concomitant medical products: catalog number: 51-102050 lot number: 3975776 brand name: taperloc stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: d4; g3; h2; h3; h4; h6reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet cannot be determined as product has not been returned and no photos were provided. Previous investigations into the reported event identified that the reported event can be attributed to transit damage, however a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.